Manufacturer narrative:
G2 report source was not selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device did not seem to be working. Agent was unable to confirm more details due to patient refused to confirmed hipaa. Patient said they received calls from a manufacturing representative (rep), that helped them and rather to wait to speak with that person. Agent also offer to call back rep if they had a technical question in the future. Patient reported that their implant seemed to not be working. Additional information was received from a healthcare professional (hcp). When asked to clarify the statement, the device was not working, the hcp reported that the device was working well and they were unaware of any issues. It was unknown if it was cause by normal battery depletion. It was unknown if the device not working was determined and they would see them in follow up to evaluate the device. Additional information was received from the patient. The patient stated that their implant was not working. The patient stated that they would like some assistance making stimulation adjustments. Agent guided patient through connecting to their implant. The patient successfully connected to their stimulation settings and noted that their therapy was turned off. Agent assisted patient with turning stimulation back on. Patient increased stimulation to a comfortable level, stimulation confirmed. The patient stated that they could feel the stimulation in their rectum. The patient stated that it seems the device is helping with their bowels more then their bladder. Agent reviewed. The patient stated that they see their doctor and they have an appointment in a week. The patient will follow up with healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were still experiencing therapy issues. The patient said has been traveling a lot and didn't bring external devices. The patient said that the therapy doesn't work at all and has to change their clothes 3 times a day. The patient said that has spoken to colleen in the past however they weren't available so called patient services. Reviewed therapy information and general programming guidance. With instruction patient connected to implant. Patient said that programming has been set to turn on and off. During the call patient made a slight increase. The patient to monitor symptoms for atleast 4-7 days and then based on results make another slight adjustment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown of the cause of the therapy being turned off was determined. There were no issues as of (B)(6) 2025. The issue was resolved.